Event description:
It was reported that this pacemaker patient experienced syncopal episodes. The device was interrogated and the right ventricular (rv) lead was capturing, however, the hospital monitor indicated the patient's heart rate was 34 beats per minute (bpm). The device also declared two false positive signal artifact monitor (sam) episodes due to atrial fibrillation (afib). Boston scientific technical services (ts) reviewed the data in the remote monitoring system and indicated in february the rv lead impedances spiked from 400 ohms to 1610 ohms. Troubleshooting was performed and variable impedances as well as noise were reproduced. Ts was unable to determine if it was a spring contact issue in the device header or a lead issue. Ts recommended if a revision procedure was performed, testing the lead on the pacing system analyzer (psa) to rule out a device issue. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. The physician elected to not test the rv lead on the psa, and will continue to monitor the patient's system through the remote monitoring system. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.